Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident and a root cause could be determined. A device history review could not be completed as no batch number was provided. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure.

Event description:
It was reported that bd phaseal¿ optima connector (c35-o) was having flow issues. This was discovered during use. The following information was provided by the initial reporter: material no.: 515070, batch no.: unknown. It was reported that the secondary infusion would not flow. Per email: last week, on (B)(6) 2019, optima injectors and connectors would not work properly while trying to train during an implementation at a university. Whenever an infusion was connected to the hospira tubing (capped with a bonded clave) at the port above the pump/cartridge, the secondary infusion would not flow, regardless of reconfiguring pump settings, etc. The plum pump alarm (model 360 and model a+) would sound and an error reading 'line b proximal occlusion would appear on the screen.' After trying multiple times, customer decided to hold off on using the product. The optima article/item numbers used were: injector n35-o n35-o 515052; connector c35-o c35-o 515070.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd phaseal¿ optima connector (c35-o) was having flow issues. This was discovered during use. The following information was provided by the initial reporter: material no.: 515070, batch no.: unknown. It was reported that the secondary infusion would not flow. Per email: last week, june 5th, optima injectors and connectors would not work properly while trying to train during an implementation at a university. Whenever an infusion was connected to the hospira tubing (capped with a bonded clave) at the port above the pump/cartridge, the secondary infusion would not flow, regardless of reconfiguring pump settings, etc. The plum pump alarm (model 360 and model a+) would sound and an error reading 'line b proximal occlusion would appear on the screen.' After trying multiple times, customer decided to hold off on using the product. The optima article/item numbers used were: injector n35-o, n35-o, 515052. Connector c35-o, c35-o, 515070.